Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms. Customers blood glucose displayed ¿high¿ however, exact value was not provided. Customer changed cartridge, delivered correction bolus via pump, and did not require assistance from a third party. Technical support arranged replacement of pump and cartridge; customer was advised to use multiple daily injections as backup therapy.